Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided. Premarket identification k011028 and k013227.

Event description:
Doctor reported that thread did not grip. Another implant was placed in the same procedure. He does not know if the problem was in internal or external threads.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified no damage/malfunction. There was bone/blood residue around the external threads due to usage. Functional testing was performed with an in-house mating screw. No malfunction was identified. Device history record (DHR) review for the lot (1247952) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247952) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event has been unconfirmed.

Event description:
No further event information is available at the time of the report.